Event description:
It was reported that a fire developed in an operating room that was out of order since last (B)(6). All of the devices were switched off, but powered by the power outlet of the dve8000. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.